Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
H3/h6: one used device from the same lot were returned for investigation. The devices were visually inspected. There were no anomalies noted upon visual inspection. The cassette bag was filled with 100 ml of water using an ICU medical provided syringe. No leakage was observed. There was no occlusion of the tubing found. The complaint could not be confirmed, and a root cause was unable to be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that after cassette filling, there was leakage inside. When tilted, the opioids leaked out. The event occurred before opening. There was no patient involvement.